Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3889-28, lot# v745893, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator. It was reported that the patient had a medical device complication requiring removal of the lead. The implantable neurostimulator (ins) was removed, the peripheral lead was cut, and the lead was removed in total. The patient was taken to recovery in stable condition.

Event description:
Additional information from the healthcare provider reported the patient experienced no urge incontinence and some frequency. The cause of the medical complication was noted as being broken leads. The patient also needed an MRI for their renal cysts.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.